Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 963 mg/dl. Customer had symptom of high blood glucose; customer was vomiting, had abdominal pain and difficulty breathing. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer reported that IV drip was removed and insulin pump was reconnected and blood glucose began to elevate. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that customer received a no delivery alarm, low reservoir and low battery alarms. Customer was advised to call when in receipt of tubing clamp in order to complete high pressure test. Customer was also advised to consult with healthcare professional as it seemed that insulin pump was working as designed.